Event description:
Ous MDR - after the implant there were no anomalies of the measurement data. At a post-operative checkup during hospitalization an increased pacing threshold of 4.0v and increased impedance of 1500 ohms were detected. Revision was performed on (B)(6) 2017. A fluoroscopic image showed that the screw rewound itself back into the sheath. The physician checked the extraction/retraction of the screw once explanted with about a 20-time rotation without issue. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to mechanical forces, applied during the surgery. Furthermore, the ligature marks were found approx. 15 cm distal to the is-1 connector pin. In this region a squeezed lead body and deformations of the outer conductor coil were observed. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. Diagnostic images were not available for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.